Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: corrected: b1 adverse event - required intervention, h1 serious injury.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the cuff is not properly inflating or deflating. The tube was used in pediatric patient and the issues with cuff was found within 24 hours. The doctor has advised to replace the tube. The tubing was replaced, and the patient remained stable. There was no patient injury reported.